Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted; therefore, no sample was returned and the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info was requested. (B)(4).

Event description:
A surgeon reported that eight months after a combined glaucoma filtering shunt and intraocular lens (iol) implantation surgery, the patient had hypotony and a serious choroidal detachment. Two months later, the shunt was noted to be in contact with the iris. The surgeon noted that the events were non-serious and unlikely to be related to the shunt. The events continue without planned treatment, other than follow up office visits. Additional info was requested.